Event description:
During a ptca procedure the balloon burst at 15 atm (1 atm below burst rate). No pt injury or complication occurred, and no intervention was performed. However during product eval. The balloon was observed to be burst in a circumferential tear. It has been determined that this type of tear could result in an adverse event if it were to recur.